Event description:
It was reported that the patient experienced difficulties connecting the handset and communicator to the stimulator yesterday, failing to connect via bluetooth. Eventually, the connection was restored, allowing the patient to charge the device successfully. However, this morning, the patient experienced significant shaking and could not charge; they encountered a keylock issue and could not proceed. When they left the patient yesterday, the battery was 90%, but it had dropped to 25% by this morning, and therapy was off. The agent assisted the patient in turning on the therapy and addressing the charging issue. The patient reported that the recharging application was stuck on searching, and the recharger's green light was spinning. The agent guided the patient through a hard reset of the recharger and a power cycle of the handset. The patient could then connect, with the device displaying therapy on, a 25% battery level, and a good connection, which the patient mentioned they always have. The patient achieved an excellent connection by adding a thin layer of clothing.

Manufacturer narrative:
Continuation of d10: product ID wr9200 (serial: (B)(6)); product type: 0213-recharger; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient said their eyesight was poor and that they did not realize therapy was off.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.